Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: lead ir tech. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a tornado platinum embolization microcoil unraveled as it was pushed through the catheter during an unknown procedure on an unknown patient. A new like-device was opened to complete the procedure successfully. The complaint device was then discarded by the facility. It was noted that the physician had successfully pushed several coils, both before and after, the complaint device unraveled. Additional information regarding event details and patient outcome have been requested but are currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. A representative of new hanover regional medical center (united states) informed cook on (B)(6) 2023 of an event that occurred on (B)(6) 2023 involving a tornado platinum embolization microcoil (rpn: mwce-18s-3/2-tornado-01; lot: 14977053). It was reported that when pushing the coil through the catheter, it unraveled. There were no adverse effects to the patient reported to the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. In response to this incident, cook also reviewed the device history record (DHR). The DHR for lot 14977053 recorded no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The current instructions for use [t_tem2_rev0] packaged with the device contains the following in relation to the reported failure mode: "warnings: if difficulties occur when deploying the embolization coil, withdraw the wire guide, coil and angiographic catheter simultaneously as a unit. Precautions: prior to introduction of the embolization coil, flush the angiographic catheter with saline." The information provided upon review of the dmr, DHR, and IFU suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no device return, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that the luer lock was not fully tightened onto the catheter allowing the coil to partially deploy in the hub, but this cannot be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b3, b5 correction: h6 - annex e and f this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on (B)(6) 2023, it was reported that the catheter was flushed prior to each coil deployment. No portion of the coil protruded from the distal tip of the catheter at any time during the procedure. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.